Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The hospital had replaced the flow sensors prior to arrival of ge healthcare service representative.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. There was no reported patient injury.